Event description:
On (B)(6) 2009, the pt reported that an e4 (occlusion) error was displayed on her infusion device while attempting to bolus 5 units of insulin. She removed her infusion site and found that the cannula was bent. She inserted a new infusion site and completed her bolus. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.